Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen does not work and would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not pass the touchscreen test intermittently. The touchscreen was unable to be calibrated. The probable cause of the customer reported event was due to corrosion caused by fluid ingress on the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.